Event description:
Per the clinic, the patient experienced a performance decrement and an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2018. The patient was not reimplanted with another device.